Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 406 mg/dl at the time of incident and current blood glucose was 67 mg/dl. The customer treated with the insulin pump. It was reported that the blood glucose was brought down in the range of 120-130 mg/dl. Troubleshooting was done for high blood glucose. The customer does not allege insulin pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be and sensor will be returned for analysis.